Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Information received by medtronic indicated that the customer had alleged that the insulin pump was under delivering and had experienced high blood glucose level. The customer¿s blood glucose level was unknown. Customer also reported that the insulin pump had burnt at the bottom of the battery chamber. Customer's mom declined troubleshooting for high blood glucose. The device will be returned and the reservoir will not be returned for analysis.